Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 03/07/2016 to claim no audio output on (B)(6) 2016. The patient also had medical intervention; however, there was no details provided regarding the incident. No additional event or patient information is available. The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing was performed and the test failed. The reported event of a no audio output was confirmed. The root cause was determined to be a defective speaker assembly.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.